Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that a design deficiency caused the software failure. (B)(4).

Event description:
It has been reported that during a surgery, the robot arm was non-functional. A collision occured leading to software crash. A surgery delay of 1 hour has been reported.